Event description:
It was reported the right ventricular (rv) lead defibrillation coil impedance increased from baseline to a high of 150 ohms over a few days, there was lead noise and an apparent lead fracture starting. The rv lead was partially removed, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance, patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011. Daily hv-lead impedance trend data shows an abrupt spike increases for defib active can in impedance and svc defib equal 50 to 254 ohms peak between (B)(6) 2011.